Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-sep-2020. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), musculoskeletal pain ("muscle and joint pain"), tendon pain ("achilles tendon pain"), back pain ("lower back pain"), pain in extremity ("upper arm, forearm, fingers of right arm pain"), arthralgia ("elbow, wrist, shoulders"), neck pain ("neck pain"), bone pain ("trapezium pain"), ear pain ("ear pain"), migraine ("migraine"), headache ("headache"), dyspareunia ("pain during intercourse"), abdominal discomfort ("feeling of constant lower abdomen heaviness"), polymenorrhagia ("heavy menstrual bleeding, 3-week cycle"), blindness ("vision loss"), thyroid disorder ("thyroid dysfunction"), middle insomnia ("nocturnal awakenings"), insomnia ("insomnia"), fatigue ("chronic fatigue") and pain in jaw ("jaw pain"). The patient was treated with surgery (total hysterectomy for removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, perineal pain, musculoskeletal pain, tendon pain, back pain, pain in extremity, arthralgia, neck pain, bone pain, ear pain, migraine, headache, dyspareunia, abdominal discomfort, polymenorrhagia, blindness, thyroid disorder, middle insomnia, insomnia, fatigue and pain in jaw outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, arthralgia, back pain, blindness, bone pain, dyspareunia, ear pain, fatigue, headache, insomnia, middle insomnia, migraine, musculoskeletal pain, neck pain, pain in extremity, pain in jaw, perineal pain, polymenorrhagia, tendon pain and thyroid disorder with essure. Most recent follow-up information incorporated above includes: on 2-oct-2020: coding request events corrected. Clinical event; rep = elbow, wrist, shoulders, jaw pain; corrected as separate entries: ¿pain in jaw¿ and ¿arthralgia¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), musculoskeletal pain ("muscle and joint pain"), tendon pain ("achilles tendon pain"), back pain ("lower back pain"), pain in extremity ("upper arm, forearm, fingers of right arm pain"), arthralgia ("elbow, wrist, shoulders, jaw pain"), neck pain ("neck pain"), myalgia ("trapezium pain"), ear pain ("ear pain"), migraine ("migraine"), headache ("headache"), dyspareunia ("pain during intercourse"), abdominal discomfort ("feeling of constant lower abdomen heaviness"), menometrorrhagia ("heavy menstrual bleeding, 3-week cycle"), blindness ("vision loss"), thyroid disorder ("thyroid dysfunction"), middle insomnia ("nocturnal awakenings"), insomnia ("insomnia") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy for removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain , perineal pain, musculoskeletal pain, tendon pain, back pain, pain in extremity, arthralgia, neck pain, myalgia, ear pain, migraine, headache, dyspareunia, abdominal discomfort, menometrorrhagia, blindness, thyroid disorder, middle insomnia, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, arthralgia, back pain, blindness, dyspareunia, ear pain, fatigue, headache, insomnia, menometrorrhagia, middle insomnia, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, perineal pain, tendon pain and thyroid disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-sep-2020. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), musculoskeletal pain ("muscle and joint pain"), tendon pain ("achilles tendon pain"), back pain ("lower back pain"), pain in extremity ("upper arm, forearm, fingers of right arm pain"), arthralgia ("elbow, wrist, shoulders"), neck pain ("neck pain"), myalgia ("trapezium pain"), ear pain ("ear pain"), migraine ("migraine"), headache ("headache"), dyspareunia ("pain during intercourse"), abdominal discomfort ("feeling of constant lower abdomen heaviness"), polymenorrhagia ("heavy menstrual bleeding, 3-week cycle"), blindness ("vision loss"), thyroid disorder ("thyroid dysfunction"), middle insomnia ("nocturnal awakenings"), insomnia ("insomnia"), fatigue ("chronic fatigue") and pain in jaw ("jaw pain"). The patient was treated with surgery (total hysterectomy for removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, perineal pain, musculoskeletal pain, tendon pain, back pain, pain in extremity, arthralgia, neck pain, myalgia, ear pain, migraine, headache, dyspareunia, abdominal discomfort, polymenorrhagia, blindness, thyroid disorder, middle insomnia, insomnia, fatigue and pain in jaw outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, arthralgia, back pain, blindness, dyspareunia, ear pain, fatigue, headache, insomnia, middle insomnia, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, pain in jaw, perineal pain, polymenorrhagia, tendon pain and thyroid disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.